Manufacturer narrative:
Suggested to replace both sib (sensor interface board) and acb (anesthesia control board) to fix the reported failure. No report of patient involvement. Unique device identifier: (B)(4). The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws.

Event description:
The hospital reported that, during pre-use checkout, the machine displayed the message 'no exp flow sensor'. There was no reported patient involvement.